Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 48 mg/dl, 34 mg/dl, 194 mg/dl (these results were provided in the potential medical tab). Tests were done < 10 minutes apart with a difference of 95 mg/dl. Patient did not experience any adverse events. No further information has been reported.